Event description:
Customer reports obtaining 4 low inr results in a row from july to august while testing on the protime instrument using protime 3-channel cuvettes. Based on low readings, doctor kept increasing dosage of coumadin but the inr results on the protime did not increase. Pt then went for a lab draw after the 4 low inr results and obtained an inr result of 6.9 (lab analyzer unknown), followed by a protime inr result of 1.9, results obtained within 30 minutes of each other. No adverse events were reported.